Manufacturer narrative:
Outcomes attributed to adverse event: added hospitalization - initial or prolonged. As reported, the initial implant was in (B)(6) 2015, patient progressed well until approximately 3.5 years later, while sanding the ceiling he felt acute pain. On x-ray. Dislocation of the humeral tray was verified. On (B)(6) 2019, the patient was revised: the screw was dislocated from the humeral tray. The threading of the screw seemed to be damaged. There was no brake of the material. The humeral stem was replaced. The glenosphere side stayed intact. Catalog number: 320-11-00, serial number: (B)(4), unique identifier (UDI) #: (B)(4). Initial reporter occupation: physician. The revision reported was likely the result of contact between the humeral bone and the underside of the humeral tray. This likely resulted in atypical loading and a shear force being applied to the plate/screw locking mechanism, leading to loosening of the screw and the subsequent disassembly of the components. Evaluation codes: 2199, 2907 corrections made in the following section(s): concomitant medical device(s): 320-10-05, 66378005, equinoxe reverse tray adapter plate tray +5. 300-01-13, 07222358, equinoxe, humeral stem primary, press fit 13mm.

Event description:
As reported, the initial implant was in (B)(6) 2015, patient progressed well until approximately 3.5 years later, while sanding the ceiling he felt acute pain. On x-ray. Dislocation of the humeral tray was verified. On (B)(6) 2019, the patient was revised: the screw was dislocated from the humeral tray. The threading of the screw seemed to be damaged. There was no brake of the material. The humeral stem was replaced. The glenosphere side stayed intact.

Manufacturer narrative:
The following sections have additional/updated info: (g4) date received by manufacturer.

Manufacturer narrative:
Pending evaluation. Concomitant devices: 320-11-00, equinoxe rev torque def screw assembly, humeral tray5 mm, polyethilon 0 mm.

Event description:
Primary surgery: (B)(6) 2015. Dislocation of the humeral tray. The screw was dislocated from the humeral tray. The threading of the screw seemed to be damaged. There was no brake of the material.